Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in the (B)(6)): the referred infusion pumps are filled for their nominal volume (120 ml) with solutions described (levobupicaine + morphine or ropivacaine + morphine) and instead of last 30 hours of infusion, after 22 hr/23 hr are already empty. Pts felt dizzy and had some respiratory complaints due to a higher dose than should receive.

Manufacturer narrative:
(B)(4) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). We received one original packaged sample. The received sample was taken to a visual examination. Damages or other deviations such as leakages were not detected. Furthermore the flow rate was determined according to the test plan. Nominal value: 4 ml/h. Actual value: 4.88 ml/h. The sample is not within our specifications. We are awaiting a statement from the manufacturer. A follow-up report will be provided after the statement is available.